Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose of 29 mmol/l. The customer¿s current blood glucose value was unknown. The customer also reported that the insulin pump had failed battery test. The battery compartment was neither corroded nor damaged. Failed battery test alarm will recur with each new battery inserted. The customer did not provide information about symptoms and treatment. The insulin pump will not be returned for analysis.